Event description:
The doctor reported that the implant was removed due to osseointegration failure approximately 4 months after the initial implant placement. Bone quality around the area was type 3, and oral hygiene around the implant was moderate. During the surgery, it was observed that the implant had not integrated. Patient has since recovered, and will later require another surgical intervention.